Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation results: analysis and results: there are no previous complaints of this code-batch. (B)(4) units of this code-batch were manufactured and distributed in the market . There are (B)(4) remaining in stock. We have received 5 closed samples and an open sample (used) with only a needle inside the pack (thread is missing). Tightness test to the samples received has been performed and the units are tight. Needle attachment of all samples received were tested and the results are within product specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil the product requirements, including the needle attachment test results. Corrective/preventive actions are not required.

Event description:
It was reported that the needle was released from the thread.